Event description:
It was reported via repair work order that the siderail may not have locked upright as the release latch needed to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.